Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that there were episodes of non-sustained oversensing noted on right ventricular (rv) lead. Patient was stable. Patient will continue to be monitored.